Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 3, 2014 ¿ april 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a two-day infusor burst after filling. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 2